Manufacturer narrative:
H6: no product will be returned for evaluation.

Event description:
Mother of male reported seeing moisture in the cartridge compartment of the infusion device. She stated that the infusion device seems to be working and there were no blood sugar allegations. There are no cracks or breaks in the device and it has not been exposed to water. Patient's mother stated she will be keeping the device. Company representative was unable to contact the patient for follow up. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.